Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in september 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was withdrawn. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was provided as the reporter declined follow up.